Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "pt. Presented with a periprosthetic-fracture of their femur, proximal to a previous gmrs distal-femur replacement. Pt¿s previous surgery took place ¿over a decade ago¿ and specifics were not available." Spoke to rep, who provided the revision usage sheet. Surgeon reported the patient fell and sustained a femoral periprosthetic fracture. A distal femur with extension and stem, axle, bushings, rotating component, tibial sleeve, bumper and insert were revised. Rep confirmed there are no allegations against the poly components, axle, and rotating component. Rep also confirmed that no further information will be released by the hospital or surgeon.